Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during an interrogation, the right atrial lead was not capturing, had low impedance values, and was dislodged. The lead also had p-wave amp variation. The lead was extracted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.